Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/25/2020 corrected information: d2, d2b, d3, g1, g2, g5.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: procedure name? The procedure name is unknown, but hepato-biliary-pancreatic surgery. What was being done when drain broke? No further information is available. Has any radiological test performed? Results? No further information is available. What location of the patient's body is the broken drain piece suspected of being retained? No further information is available. Has the patient returned with any symptoms? If yes, how were they managed? No further information is available. Are any plans in place to remove the drain piece from the patient? No further information is available. Lot number? Since the product code is unknown, the lot is unknown. 2232 is the estimated product code. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown hepato-biliary-pancreatic surgery on an unknown date and a drain was used. The drain broke. There is a possibility of remaining broken drain piece in the patient's body. The product code 2232 is possible product code. The lot number is unknown. Further details are not provided. No sample will be returned.